Event description:
The patient's mother reported the patient fell asleep wearing a pod that was already worn for over 3 days. The pod was due to be changed but the patient's mother forgot to change it. The patient did not receive any insulin overnight and when the patient woke up in the morning, blood glucose (bg) levels were above 600 mg/dl. The patient's mother removed the pod from the abdomen and attempted to apply a new pod, but the pod fell off due to the patient sweating heavily. The paramedics were called and the patient was transported to (B)(6). Symptoms reported include cramps, heavy perspiration and difficulty breathing. The patient was treated with insulin utilizing intravenous therapy and was discharged after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.